Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand and caller stated there was no backup method for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to contact healthcare provider for backup insulin method, cts confirmed warranty status and shipping details, arranged replacement pump with updated software, instructed caller to place malfunctioning pump into storage mode and return it within 10 days using provided materials, and informed customer to program pump settings and connect cgm on replacement pump.